Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure), resulting in lower peep than set, was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Manufacturer narrative:
The authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device was unable to maintain peep (positive end expiratory pressure). As a result, the device would measure lower peep than set. There were no reports of patient involvement associated with the reported event.